Event description:
It was reported that the pt experienced a loss of therapeutic effect (return of nausea and vomiting). The pt also felt a shocking or jolting sensation on the left lower quadrant near the area of the implanted neurostimulator. There was no known accident or incident related to this event. The pt was admitted to the hosp. Add'l info was not available.

Manufacturer narrative:
(B)(4).